Manufacturer narrative:
The incident sample(s) were requested but to date has not been received for evaluation. If the sample(s) or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, two devices device did not activate. The first device was plugged into the generator with 3 bars and the handpiece slightly cauterized tissue. A new generator was turned on and the product was plugged in with 3 bars but the issue continued. The second handpiece used did not cauterize tissue. It was on 3 bars. The end was taken out and plugged back in the bottom port with 3 bars but still the results were the same. There was no patient injury. Another ligasure device worked successfully.